Event description:
A customer reported experiencing a cgm error 42, indicating an issue with their glucose monitoring system, but it was confirmed that there was no pump-related storage issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions to perform a pump reset, which resolved the error successfully, allowing the customer to start their sensor session without further issues.